Event description:
My doctor prescribed the use of a CPAP machine after a dx (diagnosis) of sleep apnea. I received a resmed airsense 11 from apria healthcare group. I was informed that apria would follow up with me after I received my unit to assist in fitting the equipment correctly, identifying the most appropriate mask for me and setting up reoccurring supply deliveries. The unit itself worked as expected, however the after sales care provided by apria health group was non-existent. I never received assistance after receiving my unit creating challenges with receiving the therapy prescribed by my doctor. Even worse, the customer service is so lacking at apria healthcare group that I can not acquire replacement supplies. Multiple calls to customer service have occured. Many were I begged them to send replacement pillow and tubes at my own expense. And still I have received no replacement parts. I am now stuck choosing between the terrible side effects of my sleep apnea and the risk of using worn out or possibly contaminated supplies. I have more than exceeded the life of my supplies as indicated in the resmed airsense 11 user guide from apria healthcare group. I did not have a choice in CPAP machines; I was not able to shop around for a quality unit and a quality company. Instead I had to rely on my doctor, my insurance company and the FDA when I was assigned one. It looks like apria healthcare group has fallen through the cracks of that vetting process. A quick review of apria healthcare group online shows their continued poor patient support. Of 1,682, reviews, 92% or 1,548 people gave their service the lowest rating possible. (Https://www.consumeraffairs.com/health/apria_healthcare.html) it is worth noting that many of those people providing a high rating also experienced service challenges that needed to be solved by higher level managers within the service organization at apria healthcare group. Additionally, in a search of the guide, I could not located the UDI noted on the device label (label picture included with this complaint).